Manufacturer narrative:
(B)(4). The device was manufactured from july 16th to july 18th, 2014. Evaluation summary: the device was received for evaluation. Visual inspection did not reveal any evidence of a leak. Functional testing and fluid pressure testing did not show any signs of leakage. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection between an extension set and an unknown set. This occurred during infusion of abatacept during rheumatoid arthritis therapy. The reporter stated that when the leak occurred, solution leaked from the site and blood flowed from the site onto the gauze. The infusion was immediately stopped and a new set was used to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.